Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender characteristics is male. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: multiple-factors logistic regression analysis of failure of implantation of atrial passive lead in permanent pacemaker. Chinese journal of pace and electrocardiology. 2018. Volume 32, no. 2. Doi:10.13333/j.cnki.cjcpe.2018.02.006. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding passive fixation leads. The article reports failed implants of the leads due to dislodgements and high thresholds. The leads were replaced. The status/ disposition of the leads is unknown. No patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.